Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huax1406 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an anaesthetist who has a weekly hickman line was gently rocking the bionecter to remove the outer casing and the white introducer snapped in half. There was no reported patient injury.